Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) asian female patient had impella cp optical pump inserted in the right femoral for acute myocardial infarction (ami)/cardiogenic shock (cgs). The patient had bleeding from impella insertion site that required blood transfusion.